Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is use error. This may include excessive force, misaligned insertion, and/or prying or levering of the device, which ultimately resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 04-dec-2025, a distributor reported via email that an ar-3770sp knee fibertak hybrid (one knotless and one knotted) had a bent fork upon anchor insertion. Another implant was opened and functioned properly. This occurred during a procedure on (B)(6) 2025. Additional information was received on 18-dec-2025: during a let procedure, the fork on the inserter bent, causing the instrument to curve but not break. No fragments were generated. The case was completed using another ar-3770sp knee fibertak hybrid. The issue resulted in an approximate two-minute surgical delay; no additional anesthesia was administered. No adverse patient effects were reported during or after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.